Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the craniotome device had a damaged/bent neuro tip and the cutter could not be inserted. It was further determined that the device failed pretest for visual and cutter insertion. It was noted in the service order that the device burr was difficult to insert. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the device was bent/damaged and the cutter could not be inserted. Therefore, the reported condition that it was difficult to insert burr was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction h6, h10: it was inadvertently reported in the initial medwatch report that the reported condition that the device burr was difficult to insert was not confirmed. Please note that this condition was confirmed. Please note that the device evaluation has been updated.